Event description:
Additional information was received that the physician has decided to continue to monitor the impedance measurements via the remote home monitoring system and no further testing, including x-rays, has been done.

Event description:
Additional information was received that a medical personnel reported the crt-d and ra lead impedance measurements continue to be high and out of range at greater than 3000 ohms. Engineering reviewed the data stored in the device found that the impedance measurements first started to become high and out of range almost two years earlier. Boston scientific technical services (ts) suggested an x-ray to help assess cause of the high impedance measurements. At this time the crt-d and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead from another manufacturer exhibited noise. Boston scientific technical services reviewed the event and noted the noise may be due to respiratory rate trend and recommended turning off the feature and evaluating the lead. It was later reported that the ra lead exhibited out of range impedance measurements. The system remains in service. No adverse patient effects were reported.